Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had lost weight and the ipg could be seen, or was prominent under the skin. Follow-up identified the physician repositioned the ipg and made the pocket smaller on (B)(6) 2012. It was reported the issue was resolved with the surgical intervention.